Event description:
Litigation papers allege that the pt began experiencing pain around the area of the implant and, on several occasions, felt the hip implant move out of its socket. Additionally, the pt will likely need revision surgery within the next six months.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.